Event description:
Indications: this is a gentleman who underwent placement of an infuse-a-port. The placement in the right subclavian vein was uneventful. The port has been functioning well. This past week the doctor checked the port and found extravasation and it appeared the port had fractured. In retrospect, it appeared that the fracture was present in an x-ray this past summer. The doctor and I made arrangements to remove both the infuse-a-port in the tip on a scheduled basis. He presented today without symptoms of pain or shortness of breath.intraoperative findings: on initial evaluation, the catheter tip had broken free and was in the right pulmonary artery. It was necessary for the doctor to snare this, which he did very nicely. I then was able to remove the infuse-a-port in a routine fashion. Once the doctor was finished with his portion of the procedure, I then removed the infuse-a-port. Local anesthetic was injected into the wound directly over top of the infuse-a-port. With a scalpel I dissected down to the infuse-a-port, and removed the suture and the capsule around the port. The portion of the catheter that I removed was severed at the distal end. I used fluoroscopy and x-rays to verify there were no other pieces in the patient. I held direct pressure to make sure that I had hemostasis. I then closed the wound in a layer of 3-0 vicryl and 4-0 monocryl. Pressure dressing was then applied. The patient tolerated the procedure well. He was transferred to surgery plus postoperatively in a satisfactory condition. At the end the case, all sponge and needle counts were correct.